Manufacturer narrative:
A torque driver slipped in the df4 set screw cavity due to the set screw being stripped. The stripped set screw was consistent with procedure-related damage during explant. Sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following the device implant in 2012 a set screw issue was observed on the device. An impedance issue and sensing issue were noted on the rv channel. A revision procedure was performed and the set screw was tightened to resolve the event, however, difficulties tightening the set screw properly were noted. On (B)(6) 2020, during the routine device exchange, the set screw would not loosen. While attempting to remove the right ventricular (rv) lead from the header, the lead was damaged. The device was explanted, a new rv lead and replacement device were successfully implanted. The patent was in stable condition.